Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received a questionable estradiol result for one patient on their e602 analyzer. The patient's sample was processed through the laboratory's modular pre analytics device and aliquoted into a sample cup. The patient's initial estradiol result was 222.7 ng/l and it was reported outside the laboratory. The patient's two primary tubes were tested and the results were <5 ng/l accompanied by data flags. The repeat results were considered correct. The doctor had planned to hospitalize and scan the patient, but this was cancelled after the repeat results were obtained. The patient was not adversely affected by this event. The estradiol reagent lot number was 170338 and the expiration date was not provided. The calibration and quality control data was within specifications, and there was no reagent issue evident. It was noted the customer was not following the tube manufacturer's recommended centrifugation specifications. There was no instrument issue identified. A definitive root cause could not be determined.